Event description:
The patient reported hearing an alarm like the critical alarm from their description. The alarm used to sound like the non-critical alarm, but the last three days it sounded different. The patient reported they were experiencing withdrawal symptoms and they were hurting real bad, their joints hurt real bad, hands were shaking, they were irritable, had thrown up, and they were hearing voices that were not there, ¿shadows¿, ¿sometimes she was nice and then she cried her eyes off¿, her legs were jerking and jumping uncontrollably, and their legs were hurting bad, aching, and killing her. Three weeks prior to the report, the patient¿s medication was increased and refilled. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2014. The alarm date was (B)(6) 2014. They told their hcp that something was not working, but she was not sure if she was going crazy. The patient took requip for restless leg syndrome on the morning of the report, but it did not help at all. The patient did not know that they could hear the alarm. The medication infused was dilaudid. An hcp later reported the patient was in withdrawal due to missing their appointment. The patient¿s pump was filled and no changes were made other than a 10% increase in their daily rate. The patient was fine and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).